Event description:
During a bilateral iliac pta/stenting treatment procedure, removal difficulties were encountered. The procedure had been successfully completed and the physician was withdrawing the balloon catheter when it became caught in the 7 fr sheath. The patient is reported as "fine" following the procedure. Additional informatin has been requested.